Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
1 of 2. Related manufacturer reference number 3006705815-2019-04799. Follow up information identified the patient experienced inability to increase amplitude due to high impedances on the leads, which caused the ineffective therapy. One of the leads had migrated slightly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04799. It was reported the patient was experiencing ineffective stimulation. Surgical intervention took place to explant and replace the patient's leads. Surgery addressed the issue.